Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review result: submitted images appeared to display broken set screw.

Event description:
Pre-op diagnosis: spine scoliosis procedure: t2-l5 scoliosis surgery levels implanted: t12 it was reported that intra-op, the body of the set screw was twisted off. No fragments of the product remained inside the patient. No patient complications were reported as a result of the event. Product was not implanted.